Event description:
Reporter noted cutter stayed closed and incarcerated vitreous three minutes into vitrectomy. Refluxed with syringe and used "mvr" blade to free vitreous from cutter. Changed probes to complete vitrectomy. No patient injury, but felt this could cause injury if it recurs.